Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
Crews responded to a medical trauma, patient unconscious and unresponsive upon arrival. Als resuscitation efforts started, including drug therapy. Disposable defibrillation electrodes were attached to the patient and pacing was attempted. Reportedly the device displayed dashed lines and indicated connect electrodes and pacing was inhibited. All connections from the patient back to the device were checked. A back up device was obtained, the same electrodes and therapy cable were used and care to the patient was continued. Medtronic received no report of an adverse affect to the patient as a result of device operation.